Event description:
The following information was reported to kci by the physician: the patient exhibited an infection with large exudates and a contaminated wound surface. Therapy was changed to irrigation and an ointment was applied. The patient was noted as "recovered." Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.